Event description:
The dealer reported that the casters were splitting on a custom power chair. This issue could cause the chair to be unstable and the user could fall out.

Manufacturer narrative:
(B)(4). Complaint was not provided to regulatory affairs by customer service for processing until (B)(4) 2013.